Event description:
It was reported that the user attempted to start a new abbott freestyle libre sensor and received an incompatibility message after pairing, and it was confirmed they were trying to use a libre 3 with the ilet system instead of the required libre 3+. Symptoms included no alerts or alarms beyond the incompatibility notification. Outcomes included successful pairing and use after switching to a spare libre 3+ sensor and user education on the correct sensor model. Investigation included review of device compatibility and user troubleshooting steps. Investigation of this case revealed use of an incompatible sensor model for the ilet system and resolution by replacing it with a compatible libre 3+ sensor. It was concluded that the cause was user use of an incompatible third-party sensor.